Event description:
The rn stated that the pump is "unable to deliver pain meds thru the patient pendant." Pump was turned over to central processing to clean and give to biomed technician. Biomed "put a new patient pendant on the pump;however, it did not solve the problems." Determined a patient pendant connector has a broken pin and the pump was sent to materials management to send out for repair. Later, we were notified that the pump has been sequestered because: "the pump had been tampered with so that it was free flowing and now is sequestered for investigation" by manufacturer.====================== health professional's impression======================unknown except from report of broken machine and unsigned.